Event description:
It was reported that the ilet battery charger did not power on or charge the device despite the power cord being connected, consistent with a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a power source problem, aligning with a charging problem traced to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.